Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the upstream sensor was loose. The tamper seal was not broken. Review of the event history log (ehl) showed service due alarm. A functional test was performed and the reported issue was duplicated. It was determined that the most probable cause was due to the outdated clock battery service due. As a result, the clock battery was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the internal battery needs to be replaced. No adverse patient effects were reported by the customer.